Event description:
It was reported that the customer had a low battery and now it won't turn on after the battery has been changed. Customer stated that the pump also has two cracks. Customer's blood glucose level was 157 mg/dl. Customer stated that the cracks were located left of the esc button and in the middle. There was also a crack on the upper right hand corner of the screen that goes around the side. Customer stated that the pump was not dropped. Customer was transferred to discuss a blank screen. Customer tried a third battery and mentions that the pump is now working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.